Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) pace impedance reached a value of 2,648 ohms, which triggered the lead safety switch (lss) of the cardiac resynchronization therapy pacemaker (crt-p). The lss automatically switched the programming vector to unipolar. The high impedance value also previously led to deactivation of the minute ventilation feature by the signal artifact monitor. The device was reprogrammed back to the bipolar configuration and the impedance was normal, similar to before the lss occurred. Signal noise was not currently observed. The crt-p and rv lead (unknown model and serial number) remain in service and no adverse patient effects were reported. It was planned to follow-up with the patient in three months time.